Event description:
The pt reported he is receiving an e6 (mechanical error) alarm on his insulin infusion device each time he boluses insulin. He stated he has changed the device battery and his accessories but he continues to receive the e6 alarm. He stated he has had elevated blood glucose readings up to 426 mg/dl within his normal range being 80-140 mg/dl. Symptoms are nausea, extreme thirst, fatigue, and feeling "like I have been run over by a truck." The pt switched to his backup infusion device. On follow up, the pt stated his readings have been within his normal range since he switched to his backup device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.